Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed into two segments. Resistance tests were completed on both segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection of the lead body showed that the insulation was abraded through to the conductor coil. The damage was consistent with lead on can contact and the reported electrical observations were confirmed.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. The lead outputs were reprogrammed and the lead remained in service. A few years later, additional information was received that noise oversensing was also observed. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.